Event description:
It was reported that the patient placed a call into technical services regarding this implantable pacemaker and concerns about why the top chamber has not been working. The patient recently was in clinic where they were notified about the issue. The patient reported both right atrial and right ventricular leads had been turned off at this time. Technical services referred the patient back to the physician for any additional questions and continued follow up. At this time this device system remains in service. No adverse patient effects were reported.